Event description:
After using the balloon for one inflation, facility removed the balloon and prepared it for storage on the back scrub table when the shaft of the balloon and the balloon connector came apart. There was no unusual manipulation of the shaft. The connection felt "brittle and not flexible. The balloon was out of the pt when the fracture occurred.